Manufacturer narrative:
Additional healthcare contact: (B)(6).

Event description:
Patient reported "diagnosed with bia alcl caused by allergan¿s textured breast implants." Patient later reported "circumferential fluid collection surrounding the left breast implant" via pet CT. This a left side record. Device was explanted. Pathological markers were provided: positive cd30 and negative alk-1, consistent with breast implant associated anaplastic large cell lymphoma.

Event description:
Patient reported "diagnosed with bia alcl caused by allergan¿s textured breast implants." Patient later reported "circumferential fluid collection surrounding the left breast implant" via pet CT. This a left side record. Device was explanted. Pathological markers were provided: positive cd30 and negative alk-1, consistent with breast implant associated anaplastic large cell lymphoma.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, and bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, and bia-alcl. Implanting physician: (B)(6). Address: (B)(6). E-mail: (B)(6). Phone: (B)(6). Explanting physician: (B)(6). Address: (B)(6). E-mail: (B)(6). Phone: (B)(6). Fax: (B)(6).